Event description:
A patient was implanted with a prodisc l device at level l5-s1 on (B)(6) 2010. The patient had a prior fusion at l4-5 that was placed in 2008. The patient began experiencing back pain and it was found that the poly inlay had expulsed (migrated anteriorly). The implant was removed on (B)(6) 2025 and the patient was fused.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device at level l5-s1 on (B)(6) 2010. The patient had a prior fusion at l4-5 that was placed in 2008. The patient began experiencing back pain and it was found that the poly inlay had expulsed (migrated anteriorly). The implant was removed on (B)(6) 2025 and the patient was fused. A DHR review could not be completed as the devices were manufactured by synthes and the dhrs could not be located. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned following the removal surgery, and will be evaluated using exponents approved prodisc l evaluation protocol. The report will be issued under pdl-rd-0018. Imaging was provided that confirmed the inlay expulsion. There were no anomalies identified during the complaint investigation. The removal was completed due to patient back pain that was caused by poly inlay expulsion. This submission is 3 of 3 devices involved in this event.